Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, auto mode switch episodes were observed due to competitive atrial pacing. No patient symptoms were reported. Programming changes were recommended, and the patient will continue to be monitored.

Event description:
Additional information received indicated that the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.